Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a (B)(6) result for 1 patient sample from an organ donor tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas e 411 immunoassay analyzer. The initial anti-hcv ii result from the e411 analyzer was (B)(6). The sample was repeated twice on the same e411 analyzer and the results were (B)(6). The customer also tested the sample on an abbott architect system and the result was approximately (B)(6). On (B)(6) 2018 the sample was sent to an external laboratory and repeated twice on a cobas 6000 e 601 module with results of (B)(6). The sample was also repeated twice on the mini vidas system with results of (B)(6). The sample was sent to a blood bank for confirmation by the (B)(6) score method and the result was "borderline." The (B)(6) results were reported outside of the laboratory. A new sample was obtained from the patient and the (B)(6) test result was "(B)(6)." The new sample was also tested on the e411 analyzer and the (B)(6) result was also "(B)(6)." The new sample was also tested by the competitor methods and the results were still "(B)(6)." The patient underwent an examination by an infectious disease specialist who stated the patient did not show any signs of (B)(6). The customer is now thinking the (B)(6) results from the competitor systems may be due to an interference with those systems. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The e601 module serial number was not provided. Calibration and qc were acceptable. The sample was requested for investigation but could not be provided. Without the patient sample, the investigation could not be completed. Based on the data from the new sample, the (B)(6) result may be correctly (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.